Event description:
The consumer reported their thermometer was only showing a partial display. The consumer went out and bought another thermometer which showed that their infant had a fever of 103 degrees fahrenheit. The infant was brought to the hospital, where it was confirmed that they had a fever and a kidney infection. The consumer stated that the defective thermometer caused a delay in medical attention. There were no complications from this incident, and the infant is doing fine now. Kaz had requested that the thermometer be returned for lab analysis, but the consumer stated that they no longer have the defective product.